Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: seroma, rupture.

Event description:
Patient reported against the right side "since found out about the recall, has had anxiety, fear, insecurity, because for some time has had pain in her breasts." Later patient reported "had an MRI [ ¿ ] and has ruptured both breasts. Device remains implanted.